Event description:
It was reported that during a ccystoprostatectomy + bricker procedure, it was observed that the clamp became stuck during use. The clamp stapled and cut but could not be removed from the tissue, it could not be opened on the second use. The surgeon had to cut the tissue to remove the clamp. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 12/01/2025 d4: batch #unk. Additional information was requested, and the following was obtained: concerning the product that caused the problem, it is an echelon flex 60 pliers reference: psee 60a lot a97u8x. The clamp when setting up the second feeder never wanted to reopen once stapling was done. The operative assistant tried to reopen it manually. The surgeon pulled on the tissues upstream and downstream of the forceps and realized that the staples were placed and the section line made but not finalized; so he decided to cut around the stuck pliers in order to release it and continue the procedure. The procedure in question was a cystoprostatectomy + bricker. This has resulted to date in additional manipulation during the procedure but no complications for the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device psee60a lot number a97u8x and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #538d43. Corrected data: h4/ investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired and with damaged on the reload deck. Upon visual inspection, the manual override door was noted missing; however, the bailout system was not activated. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 538d43, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.